Manufacturer narrative:
The device was received for evaluation with an opened pouch; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and embedded particulate matter out of the fluid path on heater line¿s apd tip protector was found. The reported condition was verified. An assignable cause is a manufacturing issue - extrusion defect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found at the heater line port. This was observed during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.